Event description:
The valve was sutured into place and as the surgeon attempted to check leaflet motion utilizing the leaflet tester, one leaflet dislodged from the orifice and fell into the ventricle. No other instruments contacted the valve. The leaflet was retrieved and the valve was removed and replaced with a carbomedics valve. Additional info indicated the valve was seated supraannularly, a sjm sizer was utilized to size the pt's annulus and the sizer passed through the annulus without resistance. After seating the valve, the surgeon severed the retention sutures and attempted to rotate the valve utilizing the sjm holder/rotator; however, the valve did not rotate easily. Preoperatively, the pt was diagnosed with a "severely" calcified aortic valve and annulus.